Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician replaced a defective stirrer motor, distribution boards, a processor board and two patient pumps to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
All the affected parts were requested back to the manufacturer site for further investigation. Results revealed that no failures could be detected on the distribution board. The transistor for the speed detection was found to be defective on the processor board. The stirrer motor and both patient pumps presented bearing damages. According to the technician is likely that a combination of these parts failures led to the reported event.

Event description:
See initial.